Event description:
Report received of an under-delivery during a stress test. The pump was programmed in the piggyback mode to deliver 250ml of normal saline at a rate of 25ml/hr on line a. Line b was programmed to deliver 50.97 mg of adenosine in 51 ml at a rate of 680 ml/hr. After approximately two minutes, the pump reportedly stopped infusing on both lines. The nurse could not recall if there was an audible alarm. The stress test was rescheduled and completed the next day. There was no reported adverse pt effect. Though requested, no further info was available.